Manufacturer narrative:
The customer was able to troubleshoot the leak. The customer found the tubing through pinch valve lv14 was sticking and was causing the white blood cell (wbc) gath to overflow and leak. The fse replaced the tubing through pinch valve lv14 , which repaired the leak. The customer also found that the rbc bath was not generating mixing bubbles. The customer replaced check valve cv2 to resolve the mixing bubble issue. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported a leak from the white blood cell (wbc) bath of the coulter act diff analyzer while running controls. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.